Event description:
It was reported that there was odd behavior on the system controller. While on mobile power unit (mpu) power, the patient was having no external power and low battery hazard alarms. The mpu was getting power and had no active alarms during this. Log files confirmed low power hazard alarms on (B)(6) 2024 and (B)(6) 2024 while connected to mpu power. The mpu was exchanged. The mpu had a v-lock connector on the ac power cord. The ac power cord did not come loose at the wall outlet or the back of the unit. There were no environmental circumstances that would have affected ac power at the time of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical disconnect alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 2 days ((B)(6) 2024 per time stamp). From on (B)(6) 2024 at 21:04:02 to on (B)(6) 2024 at 13:07:45 while connected to the mpu, the power cable disconnect and low voltage alarms intermittently activated due to an invalid rsoc fault associated with both power cables being outside the expected voltage range. The alarm cleared on its own shortly after. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The mpu, serial: (B)(6), was not returned for analysis. The provided information stated that the mpu was getting power and had no active alarms during the event. Additional information provided stated that the unit was exchanged. The mpu had a v-lock connector, the ac power cord did not come loose at the wall outlet nor back of the unit, there was no loss of power to the house, and the unit would not be returned. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. B) section 7 ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect alarms. Heartmate 3 patient handbook (rev. D) and heartmate 3 instructions for use (IFU) (rev. B) section 3 ¿powering the system¿ explain all the mpu alarms. This section states ¿the yellow wrench symbol illuminates when the mobile power unit detects a mechanical, electrical, or software issue with the system. This is an advisory alarm. When the yellow wrench illuminates, switch to two fully charged heartmate 14 volt lithium-ion batteries.¿. This section informs the user of the proper actions to take if the yellow wrench alarm activates. This section also informs the user to inspect the mpu patient cable and ac power cable for damage daily, and not to use the mpu if either cable shows signs of damage. No further information was provided. The manufacturer is closing the file on this event.